Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experiences a clicking noise as well as intermittent sound with the device on right side and the sound is not as loud as it is on the contralateral side.

Event description:
The user experienced a clicking noise as well as intermittent sound with the device implanted on the right side and the sound is not as loud as it is on the contralateral implanted side. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. Further one screw was found to be slightly loose at explantation however the remaining properly fixed screw should have given enough benefit. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.